Event description:
It was reported that the light source led 3000 repeatedly shut off during a rotator cuff repair procedure, and visualization of the operating field was momentarily lost. The operator of the device turned the device back on after its malfunctions, and no backup was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the light source led 3000 repeatedly shut off. During functional testing, the unit shut down after 10 minutes of run time. Upon inspection it was found that the power supply assembly has shorted out, and when it reaches a higher temperature it overheats and shuts down. The power supply has failed and needs to be replaced. All other components are working as they should. No manufacturing related defects were observed. No further investigation is required.